Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code result remove b17 and add b01 and b24 result code remove c20 and add c13 component code - remove g02005 and add g07001 h3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated an alarm indicating an "abnormality". A review of the ventilator logs indicates the device entered backup ventilation. The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed the reported issue but could not re produce. Sp found temporary out of range data and transitioned to buv with code mix air flow sensor reading out of range. The sp upgraded the unit software revision to ap to solve the buv issue. Sp later found that the unit had a bad connection with the ess and was unable to use the central processing unit (cpu) printed circuit board assembly (pcba); therefore, replaced the breath delivery (bd) cpu pcba, graphical user interface (gui) cpu pcba, inspiratory flow module (ifm) pcba, bd flow sensor and proportional solenoid (psol) as a precautionary action. Sp performed the extended self test (est) and the unit passed all the required tests and calibrations as per manufacturer specifications at the time of service. One psol, ifm pcba and bd flow sensor were returned for further analysis: the returned components were visually inspected and functi onally tested with no malfunction or product deficiency observed. The likely cause of the issue could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated an alarm indicating an "abnormality". The patient was removed from the ventilator and placed on an alternate ventilator with no injury. A review of the ventilator logs indicates the device entered backup ventilation.

Manufacturer narrative:
Patient information and initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Device evaluated by MFR: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.